Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called and reported that they experienced low blood glucose with blood glucose of 35 mg/dl at the time of the incident. The customer used food and glucose tablets to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated their doctor changed their settings but it did not resolve the low issues. The customer reported issues with the pump backlight, shortened battery life, and alleged pump over delivery. Troubleshooting was not completed. The insulin pump will not be returned for analysis.